Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the suture on the blue dilator was broken. The suture and dart were not returned. There were no damages to the capio slim. It works as intended. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2015-01279 and 3005099803-2015-01280 pertains to the other devices. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician was pulling the second leg through the ligament, the bullet detached cleanly from the suture but was retained in the capio cage. A second uphold lite was opened but the bullet also detached cleanly from the suture which was also retained in the capio cage. A third uphold (tm) lite with capio slim was used and the bullet also detached from the suture. However, it was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated MFR report #3005099803-2015-01279 and 3005099803-2015-01280 pertains to the other devices. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician was pulling the second leg through the ligament, the bullet detached cleanly from the suture but was retained in the capio cage. A second uphold lite was opened but the bullet also detached cleanly from the suture which was also retained in the capio cage. A third uphold (tm) lite with capio slim was used and the bullet also detached from the suture. However, it was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.